Event description:
It was reported that during a routine check-up, the cs100 intra-aortic balloon pump (iabp)had a low vacuum alarm. There was no patients involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical, problem and impact code). Updated data: b4,e1 (initial reporter, email and phone#), e2, e3, g2, g3, g6, h2, h10, h11.

Manufacturer narrative:
It was being reported that during routine check the cs100 intra aortic balloon pump (iabp) had an issue regarding the "unit doesn't work empty". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the vacuum value is being detected as 200 mmhg. Then the fse had done the replacement of "vacuum line head/pressure line (kit 5000) and performed the diagnostic and functional tests. Actually, the current vacuum value is 63 mmhg while the current pressure value is 393 mmhg therefore only the fse had replaced the kit 5000 hr prevent maint in order to restore the correct functioning. Then operation tests are being carried out with positive results. The fault did not cause harm to operators/patients or delays in procedures. There is no involvement of the patient.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) doesn't work empty.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.